Event description:
During evaluation at philips bench repair, it was identified that the device had no audio. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips authorized repair facility technician (rft) preformed diagnostic testing on the device speaker, and confirmed that the device speaker was not producing audio when performing the speaker test. The rft replaced the device speaker. The device was operational after repairs were completed and returned to the customer.